Manufacturer narrative:
N the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported leads were protruding out of the pocket incision. In addition, the patient was experiencing unintended stimulation in his back. No further information is available.

Event description:
Follow up information identified the wires were not protruding, however the incision had opened up slightly and thus the issue was addressed. The patient is receiving effective stimulation.